Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Fse evaluated instrument and replaced the hardware components of the cap piercer assembly to resolve the leak and loop error issue. Instrument resumed operation. (B)(4).

Event description:
The customer stated that they received loop error and found leak from cap piercer assembly in dxc 600i synchron access clinical system there is no report of injury or exposure to the operator. The leak was contained within the instrument. The customer was wearing personal protective equipment. Erroneous patient results were not generated.